Event description:
Suture anchor was being implanted when the implant broke in half. Per surgeon 2-3 mm tip remain in patient, irretrievable without harming the bone. No harm to patient and procedure was completed successfully.